Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2018. The customer's blood glucose was 38 mg/dl at the time of admission. The customer stated the settings on the insulin pump resulted in low blood glucose. The customer requested assistance on how to adjust their basal rates. The customer's current blood glucose was 186 mg/dl. The insulin pump will not be returned for analysis.